Manufacturer narrative:
Date sent to the FDA: 03/11/2011. (B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Event description:
It was reported that the patient underwent an orthopedic procedure on an unknown date and suture was used. The patient developed an infection at the surgical site. No additional information was provided.